Manufacturer narrative:
(B)(4). Paravalvular leak (pvl) refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue. It may occur as a result of a lack of appropriate sealing of the valve at the annulus. The most common reason for pvl is inadequate debridement of a calcified annulus or attempted implant with improper valve seating. Pvl is not a result of device malfunction. The root cause of this event cannot be conclusively determined with the available information. The explanted device is not available for evaluation. However, it was noted that the valve was undersized. There was no alleged malfunction with the device. It is likely that procedural related factors contributed to this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this patient with a 23mm pericardial aortic valve was explanted on post operative day three (3) due to paravalvular leak (pvl) and being undersized. The explanted valve was replaced with a 25mm pericardial aortic valve. On post operative day four the patient was removed from balloon pump and is recovering well. Per the medical records for the initial surgery, the native aortic valve was resected and decalcified through a 270 degree lower transverse aortotomy. Sizers 23mm and 25mm were used. The annulus was sized to a 23mm aortic valve. Three annular sutures were placed as per the IFU and the sutures were tied. The aorta was closed and aortic cross-clamp was removed; however, echo demonstrated paravalvular leak. The cross-clamp was reapplied and additional sutures were placed first time on the left and noncoronary commissure and second time upon re-applying the cross-clamp on the right noncoronary commissure; the paravalvular leak was resolved upon the second attempt. The patient also underwent CABG during this implant procedure. The patient started cardiac activity spontaneously. An iabp was placed due to the patient's low ef. The patient was slowly weaned off bypass; however, there was ventilation issues. The patient came off bypass twice and each time the abg revealed co2 retention as sign of poor ventilation. At this time, the patient was placed on ECMO for partial respiratory failure. The patient was able to generate sbp up to 110. Post operative lvef and rv function similar to the pre-op. The patient was transferred to (B)(6) hospital on pod #1 in stable condition. On pod #3, the 23mm aortic valve was explanted and replaced with a 25mm edwards pericardial aortic valve at (B)(6) hospital. On the following day, the patient was removed from iabp and is recovering well.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Paravalvular leak (pvl) refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue. It may occur as a result of a lack of appropriate sealing of the valve at the annulus. The most common reason for pvl is inadequate debridement of a calcified annulus or attempted implant with improper valve seating. Pvl is not a result of device malfunction. Technique related factors, such as incorrect valve sizing, have been shown to contribute to the development of pvl. Under sizing can lead to a gap between the annulus and sewing ring since the valve implanted is too small in relation to the annulus. The use of pledgeted sutures during aortic valve replacement was thought to decrease the incidence of pvl. However, recent studies have concluded that non-pledgeted suture techniques offer an equivalent alternative to the traditional use of pledgets during aortic valve replacement, with no increase in pvl rates. The root cause of this event cannot be conclusively determined with the available information. The explanted device is not available for evaluation. However, it was noted that the valve was undersized. There was no alleged malfunction with the device. It is most likely that procedural related factors contributed to this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.